Manufacturer narrative:
Cmp-(B)(4). Medical products - unknown femoral head, unknown femoral stem, unknown hexloc acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.